Event description:
A power interrupted code was reported to philips healthcare for the heartstart mrx. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.